Manufacturer narrative:
The reported event of failure to extend the lead helix was confirmed. As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with dried blood. An x-ray inspection revealed the inner coil was slightly over-torqued at the connector region consistent with procedural damage. An x-ray examination of the helix revealed no anomalies or distortion of the helix that would have contributed to helix issue reported in the field. The cause of the reported event was isolated to dried blood in the helix region and over-torque of the inner coil.

Event description:
It was reported that the right ventricular (rv) lead helix was unable to extend prior to the procedure. A new rv lead was implanted to resolve the event and the patient was in stable condition.